Event description:
It was reported that the product quantity on the bd saf-t-intima¿ IV catheter safety system label did not match with the actual product quantity. The defect was found before use. The following information was provided by the initial reporter, translated from chinese to english: "it's been noticed that the product quantity on the chinese label was not matched with the real product quantity."

Manufacturer narrative:
H.6. Investigation: bd was able to verify the reported issue of label content incorrect via the provided picture. The root cause was found to be incorrect labeling of the product at the distribution center. DHR was reviewed and no qns or other events were related to the complaint stated by the customer.

Manufacturer narrative:
Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the product quantity on the bd saf-t-intima¿ IV catheter safety system label did not match with the actual product quantity. The defect was found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's been noticed that the product quantity on the (B)(4) label was not matched with the real product quantity."